Manufacturer narrative:
(B)(6). Approximate age of device ¿ 1 year and 4 months. Device evaluation: a small deposition was found inside (B)(4) during evaluation. The outlet stator revealed a pink, soft deposition. The deposition was loosely seated. Although the origin of the deposition could not be conclusively determined, it did not appear to have developed in this location. There were no contact marks on the rotor to indicate that it was present in the pump for an extended period of time while it was operating. The device was reassembled and passed all functional and electrical testing. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient experienced elevated lactate dehydrogenase (ldh), and that device thrombosis was suspected. The patient was readmitted to the hospital from (B)(6) 2015 until (B)(6) 2016. A right heart catheterization was performed; however, results were not provided. On (B)(6) 2016, elevated pump powers were reported, and the patient was readmitted to the hospital from (B)(6) 2016. Subsequently, the patient underwent a routine heart transplant on (B)(6) 2016. No additional information was provided.